Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they can feel their implantable pulse generator (ipg) "buzzing" inside their chest. The patient reported that their physician "adjusted something" and reported that the physician stated the adjustment will help battery longevity. The patient thought the longevity was shorter than they anticipated. The ipg remains in use. No further patient complications have been reported as a result of this event.